Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 338 mg/dl at the time of incident. The customer's blood glucose was 490 mg/dl at the end of call. The customer stated that she was treating the blood glucose with the insulin pump. The customer stated that she received a no delivery alarm but already changed the set. The customer declined to perform high pressure test. The customer was advised customer to change entire set, reservoir, insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis.